Event description:
The patient reported feeling numbness and tingling in her legs. The patient reported her condition as good. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.